Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: the pump's black box showed evidence of one call service 075 alarm. The pump was exercised for 24 hours with no alarms observed. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 075 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.